Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Unknown foreign materials were in the air/water supply tube and could not be removed. The suction port, air/water supply cylinder, and instrument channel port were worn. The electrical connector had poor contact. The color mark in the port of the instrument channel tube was missing. The switches were discolored, and the protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during the procedure, the nozzle on the evis lucera elite gastrointestinal videoscope clogged. The intended diagnostic gastroscopy procedure was completed with the same device and the evis lucera elite video system center with no surgical delay. No patient injury reported. The air/water supply was inspected prior to use and had no abnormalities.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to broken watertight packing/silicone-based glue/silicone parts or the like of peripheral equipment which entered the air/water (a/w) channel of the subject device during the procedure. Besides, further presumption was difficult since the material was not identified. Olympus will continue to monitor field performance for this device.